Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es auxiliary used in this incident, it was determined that the auxiliary half height row was not detected on bus. A field service engineer reconnected the roll board cable, removed the side panel of drawer, and secured the roll board connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1: (B)(6).

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, user received an error message "hardware failure". The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.